Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was a de novo lesion located in the mid left anterior descending artery with 70% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement of a 3.5 mm x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 20%. The patient was discharged the next day on aspirin and prasugrel. Following placement of the study stent, there was some proximal edge non-flow limiting dissection just proximal to the deployed study stent. This was treated with the placement of 3.0 mm x 8 mm taxus liberte stent following post dilatation with good angiographic results.

Event description:
It was further reported that an additional lesion located in the 1st diagonal branch with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The diagonal branch was treated with a 2.25 x 12 mm taxus liberte atom stent and following post-dilatation there was a good angiographic result. The lesion in the mid lad had a thrombus present pre index procedure. Post-procedure there was elevated troponins however no baseline troponins were available. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).